Manufacturer narrative:
One device was returned for analysis. Visual inspection found a peeled downstream occlusion seal and a deformed upstream occlusion seal. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to a software issue. As a result, the downstream and upstream occlusion seals were replaced, and the software was updated. Service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a red screen upon start up. There was no patient involvement.